Event description:
Meter was reading low. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust medication or diet or allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned at this time.